Manufacturer narrative:
The device was returned in a manner unsuitable for investigation.

Event description:
The clinician reported that 28 days after the dental implant was placed in ada site 25 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reported poor bone quality/quantity in this patient with good oral hygiene. There were no reported patient complications.